Event description:
The recipient reportedly developed a blood blister at the implant site. The electrode array migrated outside of cochlea. The recipient's device was explanted.

Manufacturer narrative:
It was reported that the recipient's device was extruding at the implant site, prior to the explant. The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's surgical site has healed and the recipient is reportedly doing well. This is the final report.